Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient had a right revision hip surgery for dislocation at the time approximately 12-13 years ago. At that time she received a custom constrained liner made by stryker. She recently showed up in the ER dislocated. It appears that the liner may have worn out.